Manufacturer narrative:
MDR-3009897021-2020-00335 submitted on 28-aug-2020 noted the following: section e1 name and address: (B)(6). Correction section e1 name and address: (B)(6).

Manufacturer narrative:
Device identifier was not available and the device was not returned for evaluation. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Multiple unsuccessful attempts were made to obtain additional clinical information. Device labeling, available in print and online, states: warning: v.a.c.® foam dressings are radiolucent, not detectable on x-ray. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician.

Event description:
On (B)(6) 2020, the following information was reported to kci by the patient's family member: on (B)(6) 2020, a foreign material alleged to be v.a.c.® granufoam¿ dressing was adhered to the patient's wound. The patient is allegedly going into surgery to remove the foreign material. No additional information was provided. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was not returned; therefore, a device history review and a device evaluation could not be performed.